Event description:
It was reported the patient wanted more stimulation on the right side than the left side as he had more pain. The patient needed programming for both sides. The patient tried to increase stimulation, but it didn¿t relieve his pain on the right side, it only made his leg vibrate more. The implant site on the right side always hurt. However, the patient had a new implant on the left lower back, and since then, the right stimulator hurt even more. The patient stated the pain made him walk leaned, like a ¿hunch back¿ and 99.9% of the time the patient was in a wheelchair as a result. The patient stated where the implant was had a lot of dead tissue. The pain would be so bad it would shoot to his calf. The patient couldn¿t get comfortable. The patient was put on vicodin after the implant, but that didn¿t help take the pain away. The patient was hospitalized 5 days for pain and was given 2 mg dilaudid but that didn¿t help either. The patient also stated he was given a shot to soften the tissue in the area 2 weeks prior to the report but that made the pain worse. The patient had an upcoming appointment with his physician on (B)(6) 2014. It was further reported that a company representative was present for the (B)(6) 2014 appointment. There were no issues with the stimulation system and the patient had good coverage. The patient¿s new pain was improved with the stimulation, but the pain at the old battery site was not affected by stimulation. The patient knew the stimulation couldn¿t fix this issue. Therapy was stated to be working fine.

Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead. (B)(4).